Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth, weight, ethnicity and race were not reported. The device lot number is not available / not reported. The expiration date of the device is not known. The initial reporter email address, and phone are not available / reported. The device manufacture date is not known as the product lot number of the device is not available / not reported. [Conclusion]: the event was reported via the (B)(6) study, a (B)(6)-year old male patient with a history of aortic stent-graft thrombosis (2019); aortic stenosis (2016), myocardial infarction with non-obstructive coronary arteries ((B)(6) 2019), pulmonary hypertension ((B)(6) 2019), type 2 diabetes mellitus ((B)(6) 2019), dyslipidemia, and arterial hypertension presented with an acute ischemic stroke on (B)(6) 2020. The patient underwent an endovascular mechanical thrombectomy procedure on (B)(6) 2020, using a 5 x 33mm embotrap ii revascularization device (et007533 / lot# unknown), 4mm x30mm trevo® retriever (stryker), and a sofia® aspiration catheter (microvention-terumo). Following five failed thrombectomy attempts, the patient¿s neurological condition began to deteriorate. It was reported that between (B)(6) 2020, the patient¿s neurological condition improved (nihss score decreased from 16 to 9). The patient recovered with sequelae on (B)(6) 2020. Residual symptoms included neurological impairment, facial paralysis, hemisensory neglect, and left arm paresis. The case was considered serious as it resulted in persistent or significant disability / incapacity. The principal investigator (pi) assessed the event and deemed it as possibly (¿reasonable possibly¿) related to the study procedure and the disease progression. The sponsor deems ¿the lack of efficiency of the study procedure is not equivalent to the causal relationship and therefore, considers the event related to the disease under study.¿ reportedly, the case is related and expected. Additional information was received on 14 april 2020. The patient experienced a symptomatic intracerebral hemorrhage on (B)(6) 2020 after the ministration of heparin therapy. The patient was recovering from the hemorrhage for several weeks before he suffered from three cardiac arrests and succumbed on the fourth consecutive cardiac arrest event. The pi considered the intracerebral hemorrhage serious as it resulted in persistent or significant disability / incapacity. The pi and the sponsor deemed the hemorrhage not related to the study procedure but was related to concomitant treatment therapy. Based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. In addition, there was no report of malfunction associated with the device. As such, the investigation will be closed. Neurological deterioration, cerebral hemorrhage, and death are well-known extensively documented potential complications of acute ischemic stroke cases despite endovascular mechanical thrombectomy. The embotrap ii revascularization device is intended to be used to restore blood flow in patients experiencing an acute ischemic stroke due to a large vessel neurovascular occlusion. The root cause of the neurological deterioration post-procedure cannot be determined based on the information available for review; however, patient and procedural factors, including the severity of the patient¿s baseline stroke, multiple comorbidities, and clot burden/characteristics, may have contributed to the reported adverse event with no indication of a device deficiency. Based on the evaluation of the investigator and the time delay from the procedure, the intracerebral hemorrhage was likely related to the patient¿s underlying disease state and concomitant treatment (i.e. Heparin) rather than the study device or procedure. The patient had severe atherosclerotic disease and multiple persistent and ongoing life-threatening comorbidities at the time of his neurological event. The death appears to be related to the patient¿s baseline cardiovascular condition. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported via the (B)(6) study, a (B)(6)-year old male patient with a history of aortic stent-graft thrombosis (2019); aortic stenosis (2016), myocardial infarction with non-obstructive coronary arteries ((B)(6) 2019), pulmonary hypertension ((B)(6) 2019), type 2 diabetes mellitus ((B)(6) 2019), dyslipidemia, and arterial hypertension presented with an acute ischemic stroke on (B)(6) 2020. The patient underwent an endovascular mechanical thrombectomy procedure on (B)(6) 2020, using a 5 x 33mm embotrap ii revascularization device (et007533 / lot# unknown), 4mm x30mm trevo® retriever (stryker), and a sofia® aspiration catheter (microvention-terumo). Following five failed thrombectomy attempts, the patient¿s neurological condition began to deteriorate. It was reported that between (B)(6) 2020, the patient¿s neurological condition improved (nihss score decreased from 16 to 9). The patient recovered with sequelae on (B)(6) 2020. Residual symptoms included neurological impairment, facial paralysis, hemisensory neglect, and left arm paresis. The case was considered serious as it resulted in persistent or significant disability / incapacity. The principal investigator (pi) assessed the event and deemed it as possibly (¿reasonable possibly¿) related to the study procedure and the disease progression. The sponsor deems ¿the lack of efficiency of the study procedure is not equivalent to the causal relationship and therefore, considers the event related to the disease under study.¿ reportedly, the case is related and expected. Additional information was received on 14 april 2020. The patient experienced a symptomatic intracerebral hemorrhage on (B)(6) 2020 after the ministration of heparin therapy. The patient was recovering from the hemorrhage for several weeks before he suffered from three cardiac arrests and succumbed on the fourth consecutive cardiac arrest event. The pi considered the intracerebral hemorrhage serious as it resulted in persistent or significant disability / incapacity. The pi and the sponsor deemed the hemorrhage not related to the study procedure but was related to concomitant treatment therapy.